Event description:
At about 9 years and 11 months after primary, the patient came in reporting pain due to a potted stem. The surgeon revised the stem and head with a competitor's product and revised the medacta liner with another medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15-dec-2023. Lot 132427: 70 items manufactured and released on 05-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, 69 items of the same lot have been sold with one similar reported case during the period of review. Clinical evaluation performed by clinical affairs deparment revision 9 years and 11 months after primary tha due to a loosed stem. In the radiographic image provided, signs of stress shielding and radiolucent lines all around the stem are visible. The proximal femur looks significantly impoverished, probably as a consequence of the developing stress shielding. To better describe the evolution, the radiological history and lateral projections would be needed. In absense of different evidence, we assume this is a case of aseptic loosening which is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.